Manufacturer narrative:
H3 other text : the customer has refused service or repair.

Event description:
It was reported to philips that the device has a defibrillation error at testing. There was no patient involvement.